Event description:
On (B)(6) 2014, the patient reported that prior to vns device disablement due to pain in 2010, the patient was having pain in the chest due to protrusion. The pain was because the generator was right under her skin. The implanting surgeon repositioned the generator a few years prior to device disablement. No replacement was performed, as far as the patient knew. No further details were provided. Attempts were made for additional information from the physician; however, they were unsuccessful.